Event description:
It was reported by that during a laparoscopic duodenal switch procedure, during the first application on the stomach (fifth application overall), using a black load on the antrum 2-4cm from the pylorus/lesser curve, at least one of the staples didn't form properly. It appears to be in the center row around where the first squeeze of the handle would end and the second squeeze would begin. A total of three black reloads are being returned, two of them were used, one wasn't, so one of the two used cartridges would be the one in question. The area was over sewn for reinforcement. The instrument in question was used to complete the case, and all other eleven staple lines were normal. There were no patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with three black cartridge reloads present. Reloads (b) and (c) were received fully fired and in good condition; reload (d) was unfired. The device was tested for functionality in the articulated position with the returned reload (d) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The returned reloads (b) and (c) were disassembled to verify the integrity of the internal components and no abnormalities were noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis intra operative photograph was received. Upon review of the images, it was concluded that the photographic evidence cannot determine a potential cause for the complication experienced. The photograph does not provide any visual clarity relative to staple form..